Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter was advance in the coronary sinus along with inner dilator. It was noticed that the distal part of dilator came off from the dilator body. It broke off obstructing the branch fully and left in the patient. No further patient complications have been reported as a result of this event.